Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('malposition of essure device location of device : left cornua / fallopian tube perforation (left cornua) / failure to occlude fallopian tube (left side)'), device breakage ('device breakage'), device dislocation ('migration of essure device- location of device : omentum') and embedded device ('since the small fragment is imbedded in the muscle of the cornu it was decided to leave this segment in place') in a 40-year-old female patient who had essure (batch no. A46112-not valid,a45112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery (1999, 2005, 2007, and 2012) and spontaneous abortion (in 2009). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression/ psych injury"). In (B)(6) 2013, the patient experienced pelvic pain ("pain/ physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/having to change a tampon and pad every 15 mins") and anxiety ("psychological or psychiatric problems condition: anxiety/ mental anguish/ emotional anguish"). On (B)(6) 2019, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required), 6 years 3 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (laparoscopy,removal of adnexal structures (partial or total oophorectomy and/or salpingectomy and laparoscopy,removal of adnexal structures (partial or total oophorectomy and/or salpingectomy/ tubal). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, device breakage, device dislocation, embedded device, anxiety and depression outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, device breakage, device dislocation, embedded device, fallopian tube perforation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: additional surgery- tubal ligation on 28-feb-2019 plaintiff received treatment for abnormal bleeding, device breakage, migration, fallopian tube perforation. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on 28-feb-2019: there is evidence that there is at least a small segment of the left essure in the left cornu besides the remainder of the left essure implant extra uterine. Hysterosalpingogram - on an unknown date: essure device was successfully occlude; on (B)(6) 2013: patent left fallopian tube. Obstructed right fallopian tube unilateral occlusion (right tube occluded) and migration of essure device. The right fallopian tube is obstructed and there is no spillage of contrast in the light adnexa.; on (B)(6) 2013: 1. Occluded right fallopian tube. 2. Patent left fallopian tube with displaced left essure implant out of the fallopian tube. Pathology test - on (B)(6) 2019: a essure implant with omentum: -- adipose tissue consistent with omentum, -- coiled wire prosthesis (essure) identified grossly. "- majority of tissue submitted to outside facility, b bilateral fallopian tubes: -- bilateral fallopian tubes identified. -- majority of tissue submitted to outside facility.. Concerning the injuries reported in this case, the following one was reported from patient¿s medical record : embedded device a46112 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event outcome updated for pelvic pain, vaginal bleeding & menorrhagia. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('malposition of essure device location of device : left cornua / fallopian tube perforation (left cornua) / failure to occlude fallopian tube (left side)'), device breakage ('device breakage'), device dislocation ('migration of essure device- location of device : omentum') and embedded device ('since the small fragment is imbedded in the muscle of the cornu it was decided to leave this segment in place') in a 40-year-old female patient who had essure (batch no. A46112-notvalid,a45112-valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery (1999, 2005, 2007, and 2012) and spontaneous abortion (in 2009). On (B)(6)2012, the patient had essure inserted. In (B)(6)2013, the patient experienced depression ("psychological or psychiatric problems condition: depression/ psych injury"). In (B)(6) 2013, the patient experienced pelvic pain ("pain/ physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/having to change a tampon and pad every 15 mins") and anxiety ("psychological or psychiatric problems condition: anxiety/ mental anguish/ emotional anguish"). On (B)(6)2019, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required), 6 years 3 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (laparoscopy,removal of adnexal structures (partial or total oophorectomy and/or salpingectomy and laparoscopy,removal of adnexal structures (partial or total oophorectomy and/or salpingectomy/ tubal). Essure was removed on (B)(6)2019. At the time of the report, the fallopian tube perforation, device breakage, device dislocation, embedded device, anxiety and depression outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, device breakage, device dislocation, embedded device, fallopian tube perforation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: additional surgery- tubal ligation on (B)(6)2019 plaintiff received treatment for abnormal bleeding, device breakage, migration, fallopian tube perforation. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6)2019: there is evidence that there is at least a small segment of the left essure in the left cornu besides the remainder of the left essure implant extra uterine. Hysterosalpingogram - on an unknown date: essure device was successfully occlude; on (B)(6)2013: patent left fallopian tube. Obstructed right fallopian tube unilateral occlusion (right tube occluded) and migration of essure device. The right fallopian tube is obstructed and there is no spillage of contrast in the light adnexa.; on (B)(6)2013: 1. Occluded right fallopian tube. 2. Patent left fallopian tube with displaced left essure implant out of the fallopian tube. Pathology test - on (B)(6)2019: a essure implant with omentum: -- adipose tissue consistent with omentum, -- coiled wire prosthesis (essure) identified grossly. "- majority of tissue submitted to outside facility, b bilateral fallopian tubes: -- bilateral fallopian tubes identified. -- majority of tissue submitted to outside facility.. Concerning the injuries reported in this case, the following one was reported from patient¿s medical record : embedded device a46112 is not valid lot number: a45112 manufacture date: 2012-08 expiration date: 2015-08 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('malposition of essure device location of device : left cornua / fallopian tube perforation (left cornua) / failure to occlude fallopian tube (left side)'), device breakage ('device breakage'), device dislocation ('migration of essure device- location of device : omentum') and embedded device ('since the small fragment is imbedded in the muscle of the cornu it was decided to leave this segment in place') in a 40-year-old female patient who had essure (batch no. A46112-not valid,a45112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery (1999, 2005, 2007, and 2012) and spontaneous abortion (in 2009). On (B)(6)2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression/ psych injury"). In (B)(6) 2013, the patient experienced pelvic pain ("pain/ physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/having to change a tampon and pad every 15 mins") and anxiety ("psychological or psychiatric problems condition: anxiety/ mental anguish/ emotional anguish"). On (B)(6)2019, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required), 6 years 3 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (laparoscopy,removal of adnexal structures (partial or total oophorectomy and/or salpingectomy and laparoscopy,removal of adnexal structures (partial or total oophorectomy and/or salpingectomy/ tubal). Essure was removed on (B)(6)2019. At the time of the report, the fallopian tube perforation, device breakage, device dislocation, embedded device, anxiety and depression outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, device breakage, device dislocation, embedded device, fallopian tube perforation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: additional surgery- tubal ligation on (B)(6)2019 plaintiff received treatment for abnormal bleeding, device breakage, migration, fallopian tube perforation. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6)2019: there is evidence that there is at least a small segment of the left essure in the left cornu besides the remainder of the left essure implant extra uterine. Hysterosalpingogram - on an unknown date: essure device was successfully occlude; on (B)(6)2013: patent left fallopian tube. Obstructed right fallopian tube unilateral occlusion (right tube occluded) and migration of essure device. The right fallopian tube is obstructed and there is no spillage of contrast in the light adnexa.; on (B)(6)2013: 1. Occluded right fallopian tube. 2. Patent left fallopian tube with displaced left essure implant out of the fallopian tube. Pathology test - on (B)(6)2019: a essure implant with omentum: -- adipose tissue consistent with omentum, -- coiled wire prosthesis (essure) identified grossly. "- majority of tissue submitted to outside facility, b bilateral fallopian tubes: -- bilateral fallopian tubes identified. -- majority of tissue submitted to outside facility.. Concerning the injuries reported in this case, the following one was reported from patient¿s medical record : embedded device a46112 is not valid quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on(B)(6)2020: pif received: event outcome updated for pelvic pain, vaginal bleeding & menorrhagia. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('malposition of essure device location of device : left cornua / fallopian tube perforation (left cornua) / failure to occlude fallopian tube (left side)'), device breakage ('device breakage'), device dislocation ('migration of essure device- location of device : omentum') and embedded device ('since the small fragment is imbedded in the muscle of the cornu it was decided to leave this segment in place') in a 40-year-old female patient who had essure (batch no. A46112-not valid,a45112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery (1999, 2005, 2007, and 2012) and spontaneous abortion (in 2009). Concomitant products included paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In may 2013, the patient experienced pelvic pain ("pain/ physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and anxiety ("psychological or psychiatric problems condition: anxiety/ mental anguish/ emotional anguish"). On (B)(6) 2019, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required), 6 years 3 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy,removal of adnexal structures (partial or total oophorectomy and/or salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, device breakage, device dislocation, embedded device, vaginal haemorrhage, menorrhagia, anxiety and depression outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device breakage, device dislocation, embedded device, fallopian tube perforation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2019: there is evidence that there is at least a small segment of the left essure in the left cornu besides the remainder of the left essure implant extra uterine. Hysterosalpingogram - on an unknown date: essure device was successfully occlude; on (B)(6) 2013: patent left fallopian tube. Obstructed right fallopian tube unilateral occlusion (right tube occluded) and migration of essure device. The right fallopian tube is obstructed and there is no spillage of contrast in the light adnexa.; on (B)(6) 2013: 1. Occluded right fallopian tube. 2. Patent left fallopian tube with displaced left essure implant out of the fallopian tube. Pathology test - on (B)(6) 2019: a essure implant with omentum: adipose tissue consistent with omentum, coiled wire prosthesis (essure) identified grossly. "Majority of tissue submitted to outside facility, b bilateral fallopian tubes: bilateral fallopian tubes identified. Majority of tissue submitted to outside facility. Concerning the injuries reported in this case, the following one was reported from patient¿s medical record : embedded device a46112 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: quality safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('malposition of essure device location of device : left cornua / fallopian tube perforation (left cornua) / failure to occlude fallopian tube (left side)'), device breakage ('device breakage'), device dislocation ('migration of essure device- location of device : omentum') and embedded device ('since the small fragment is imbedded in the muscle of the cornu it was decided to leave this segment in place') in a (B)(6) year-old female patient who had essure (batch no. A46112, a45112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery (1999, 2005, 2007, and 2012) and spontaneous abortion (in 2009). Concomitant products included paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2013, the patient experienced pelvic pain ("pain/ physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and anxiety ("psychological or psychiatric problems condition: anxiety/ mental anguish/ emotional anguish"). On (B)(6) 2019, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required), 6 years 3 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy, removal of adnexal structures (partial or total oophorectomy and/or salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, device breakage, device dislocation, embedded device, vaginal haemorrhage, menorrhagia, anxiety and depression outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device breakage, device dislocation, embedded device, fallopian tube perforation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2019: there is evidence that there is at least a small segment of the left essure in the left cornu besides the remainder of the left essure implant extra uterine. Hysterosalpingogram - on an unknown date: essure device was successfully occlude; on (B)(6) 2013: patent left fallopian tube. Obstructed right fallopian tube unilateral occlusion (right tube occluded) and migration of essure device. The right fallopian tube is obstructed and there is no spillage of contrast in the light adnexa.; on (B)(6) 2013: occluded right fallopian tube. Patent left fallopian tube with displaced left essure implant out of the fallopian tube. Pathology test - on (B)(6) 2019: a essure implant with omentum: adipose tissue consistent with omentum, coiled wire prosthesis (essure) identified grossly. Majority of tissue submitted to outside facility, b bilateral fallopian tubes: bilateral fallopian tubes identified. Majority of tissue submitted to outside facility. Concerning the injuries reported in this case, the following one was reported from patient¿s medical record: embedded device. Most recent follow-up information incorporated above includes: on 21-jun-2019: initial and follow up processed together. Pfs and mr was received- events- ¿malposition of essure device location of device: left cornua / fallopian tube perforation (left cornua), migration of essure device- location of device: omentum, since the small fragment is imbedded in the muscle of the cornu it was decided to leave this segment in place, pain/ physical pain, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), psychological or psychiatric problems condition: anxiety/ mental anguish/ emotional anguish, psychological or psychiatric problems condition: depression¿, medical history, concomitant drugs, lot number, reporter and lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.